Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient complained about recurring intermittencies with his sound perception. The external parts of the device have been exchanged but without success. Testing confirmed that the device has malfunctioned.